Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, foreign material was noted on the tip of the device. The 40% stenotic lesion was located in the calcified and tortuous left renal artery. The physician deployed a 6mmx13mm stent and during removal of the stent deployment device from the sheath, he noticed a fibrous substance on the tip of the guide catheter. There were no reported pt complications and the current pt condition is reported as "good".